Event description:
Three (3) days post-op pacer was not optimally functioning. Assessment indicated leads had moved. The pt was returned to surgery. The ventricular lead was felt to be within normal limits. Physician determined atrial lead to be comprised; therefore it was removed and replaced.